Manufacturer narrative:
Insulin pump was received with high sleep current due to corroded battery tube. Insulin pump was received with power error detected due to j6 connector resistance issue. Insulin pump was received with hardware low level failures alarm (variable info=3) during self test due to broken trace on keypad assembly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they did not receive a low battery alert prior to the replace battery alert. The customer¿s blood glucose level was unknown at the time of incident. The customer also received pump error and was able to clear it and was also able to rewind the insulin pump. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.